Event description:
A trained physician, attempted arteriotomy closure using the starclose device after an un known procedure. The finished arrows lined up (click 3), the device popped out of the artery, losing access to the site. Hemostasis was achieved with manual compression. No pt injury reported.

Manufacturer narrative:
The results of the investigation did not yield any manufacturing or component defect. No malfunction was detected. Review of the device history record for this lot did not produce any findings that attributed to this incident. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.